Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It war reported that they were experiencing low blood glucose level 3 mmol/l. Insulin pump was on auto mode. Customer had allergic and burning reaction to sensor. Sensor received sensor updating alert and calibration not accepted alert. Device will not be returned for analysis.